Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity (2002). Patient was taking bertac, over the counter from (B)(6) 2017 to present. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included obesity. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), alopecia ("alopecia"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), dysgeusia ("paraguesia") and thyroid disorder ("thyroid issue"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menstrual disorder, menorrhagia, alopecia, allergy to metals, hypersensitivity, fatigue, dysgeusia, migraine, headache, depression, anxiety and thyroid disorder outcome was unknown and the pelvic pain and weight increased had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, dysgeusia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, thyroid disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at previous insertion on (B)(6) 2009 complications at the time of your essure procedure; fluffy endometrial placed right coil, but coil wouldn't release; after 2nd wheel back, when catheter pulled back, coil pulled out so that 15 were visible. Removed this coil with polyp forceps, but not able to replace with new one as clot at ostia blocked visualization. Procedure terminated. She¿s considering another attempt at placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6)2006: results: essure device was successfully occluded; on (B)(6)2009: results: total bilateral occlusion. (B)(6)2009 hsg: status post placement of essure tubal occlusion coils bilaterally, showing expected post-procedure appearance. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity (2002). Patient was taking bertac, over the counter from - (B)(6) 2017 to present. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included obesity. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), 1 month after insertion of essure (ess205). On (B)(6)2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), alopecia ("alopecia"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), dysgeusia ("parageusia"), thyroid disorder ("thyroid issue"), erythema ("red skin on my face"), arthralgia ("joint pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menstrual disorder, menorrhagia, alopecia, allergy to metals, hypersensitivity, fatigue, dysgeusia, migraine, headache, depression, anxiety, thyroid disorder, erythema, arthralgia and abdominal distension outcome was unknown and the pelvic pain and weight increased had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, depression, dysgeusia, erythema, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, thyroid disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at previous insertion on (B)(6) 2009 complications at the time of your essure procedure; fluffy endometrial placed right coil, but coil wouldn't release; after 2nd wheel back, when catheter pulled back, coil pulled out so that 15 were visible. Removed this coil with polyp forceps, but not able to replace with new one as clot at ostia blocked visualization. Procedure terminated. She¿s considering another attempt at placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded; on (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2009 hsg: status post placement of essure tubal occlusion coils bilaterally, showing expected post-procedure appearance. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received events joint pain and bloating and new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity (2002). Patient was taking bertac, over the counter from (B)(6) 2017 to present. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included obesity. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), alopecia ("alopecia"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), dysgeusia ("parageusia"), thyroid disorder ("thyroid issue") and erythema ("red skin on my face"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menstrual disorder, menorrhagia, alopecia, allergy to metals, hypersensitivity, fatigue, dysgeusia, migraine, headache, depression, anxiety, thyroid disorder and erythema outcome was unknown and the pelvic pain and weight increased had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, dysgeusia, erythema, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, thyroid disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at previous insertion on (B)(6) 2009 complications at the time of your essure procedure; fluffy endometrial placed right coil, but coil wouldn't release; after 2nd wheel back, when catheter pulled back, coil pulled out so that 15 were visible. Removed this coil with polyp forceps, but not able to replace with new one as clot at ostia blocked visualization. Procedure terminated. She¿s considering another attempt at placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded; on (B)(6) 2009: results: total bilateral occlusion. On (B)(6) 2009 hsg: status post placement of essure tubal occlusion coils bilaterally, showing expected post-procedure appearance. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added- red skin on my face. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity (2002). Patient was taking bertac, over the counter from (B)(6) 2017 to present. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included obesity. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), alopecia ("alopecia"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue") and dysgeusia ("paraguesia"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menstrual disorder, menorrhagia, alopecia, allergy to metals, hypersensitivity, fatigue, dysgeusia, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain and weight increased had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, dysgeusia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at previous insertion on (B)(6) 2009 complications at the time of your essure procedure; fluffy endometrial placed right coil, but coil wouldn't release; after 2nd wheel back, when catheter pulled back, coil pulled out so that 15 were visible. Removed this coil with polyp forceps, but not able to replace with new one as clot at ostia blocked visualization. Procedure terminated. She¿s considering another attempt at placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram on (B)(6) 2006: results: essure device was successfully occluded; on (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2009 hsg: status post placement of essure tubal occlusion coils bilaterally, showing expected post-procedure appearance. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media content received: case became incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity (2002). Patient was taking bertac, over the counter from -(B)(6) 2017 to present. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included obesity. Concomitant products included diphenhydramine hydrochloride. On (B)(6) 2009, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), 1 month after insertion of essure (ess205). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), alopecia ("alopecia"), hypersensitivity ("allergic or hypersensitivity reaction"), fatigue ("fatigue"), dysgeusia ("paraguesia") and thyroid disorder ("thyroid issue"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed. At the time of the report, the uterine haemorrhage, vaginal haemorrhage, menstrual disorder, menorrhagia, alopecia, allergy to metals, hypersensitivity, fatigue, dysgeusia, migraine, headache, depression, anxiety and thyroid disorder outcome was unknown and the pelvic pain and weight increased had not resolved. The reporter considered allergy to metals, alopecia, anxiety, depression, dysgeusia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, thyroid disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: at previous insertion on (B)(6) 2009 complications at the time of your essure procedure; fluffy endometrial placed right coil, but coil wouldn't release; after 2nd wheel back, when catheter pulled back, coil pulled out so that 15 were visible. Removed this coil with polyp forceps, but not able to replace with new one as clot at ostia blocked visualization. Procedure terminated. She¿s considering another attempt at placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: results: essure device was successfully occluded; on (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2009 hsg: status post placement of essure tubal occlusion coils bilaterally, showing expected post-procedure appearance. Concerning the injuries reported in this case, the following one was reported via medical records:uterine haemorrhage. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media received. Reporters information added. Event:thyroid issue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.